Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction: patient codes 1816 and 1964 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported dyspnea and mitral regurgitation (mr) appear to be related to disease progression and not related to the clip. The reported patient effects of dyspnea and worsening mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received reported that the increased mr was due to progression of disease and not related to the clip. The initial clip was stable and no damage. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report increased mitral regurgitation (mr) requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mr with grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2019, the patient was re-hospitalized due to shortness of breath and increased mr, with a grade of 4. An additional mitraclip procedure was performed for treatment. One additional clip was implanted, reducing mr to 1. No additional information was provided.